Event description:
According to the reporter: occurred during the procedure. There was an issue loading the device. The load crashed before the shooting. The device did not fire. No known impact or consequence to patient.